Event description:
Inpatient port dressing was opened and port dressing was stuck to the sterile drape inside wrap. When it was pulled loose the adhesive sticker had a piece of the sterile drape paper attached. FDA safety report ID # (B)(4).